Manufacturer narrative:
The complaint could be confirmed, since the product was returned for evaluation and matches the alleged failure. The device inspection revealed the following: visual examination of the received product shows that the vinyl shrink wrap and the outer carton packaging got opened. Furthermore, the examination showed that a hair was lodged between the blister pack and the sealing film; however, the packaging is still completely sealed. Inspection of the received information/evidences are done or will be done, in the proceedings of the nc. Based on investigation, the root cause was attributed to a manufacturing issue. If more information is provided, the case will be reassessed.

Event description:
As reported: "a hair was found in the package, and the surgeon refused to use the product. Finally, a new product was used to complete the surgery."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "a hair was found in the package, and the surgeon refused to use the product. Finally, a new product was used to complete the surgery."